Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). The nurse reported system messages displayed during set up. The nurse rebooted the system but the system messages would not clear. The nurse then attempted to reseat the illuminator module unsuccessfully. The auxiliary illuminator module was used during cases. The case was delayed 15 minutes. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system. The illuminator module was reseated. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any add'l, related reports for this system. (B) (4). (B) (4).